Manufacturer narrative:
The dentist did not provide the patient identifier and weight when nakanishi visited the dentist on (B)(6) 2017. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 3 service records (july 2015, june 2016, and october 2016) since the device was shipped. According to the service record, after repairing the handpiece (replacement of components), nakanishi performed all of the necessary operation checks. Nakanishi confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 12 seconds after the start are as follows: test point (1): 67.4 degrees c; test point (2): 90.4 degrees c; test point (3): 32.1 degrees c; test point (4): 24.4 degrees c. The rise in temperature was so sudden that the test was conducted 12 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge side was broken. There was dirt inside the cartridge and headcap. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Due to observation of the broken bearing retainer on the cartridge side, nakanishi replaced the cartridge with a new one and measured the exothermic situation yet again. There was no abnormal rise in temperature during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearings had been replaced. Again, nakanishi replaced the new cartridge with the broken one and washed the inside of the handpiece using nakanishi pana spray plus due to nakanishi observing some dirt in the visual inspection. Nakanishi observed dirt/dust being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the causes of the bearing retainer being broken were abrasion resulting from repeated use and the ingress of foreign materials. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the broken bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Event description:
On june 20, 2017, nakanishi visited the dentist and obtained detailed information on the event. The event occurred on (B)(6) 2017, not may 8, 2017. The procedure the dentist was performing at the time of the event was formation of teeth #6 and #7 of the patient's upper right jaw. The patient was under local anesthesia. The patient suddenly turned aside. The dentist was made aware of a 5-centimeter white blister that had developed on right side of the patient's mucosal membrane. The dentist determined that no more medical intervention was necessary for the burn.

Manufacturer narrative:
Nakanishi did not receive any information about patient. Nakanishi is scheduled to visit the dentist to obtain the information.

Event description:
On may 15, 2017, an nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating a handpiece overheating. The details are as follows. The event occurred on (B)(6) 2017. A dentist was performing a dental procedure using the z95l handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned a patient.